Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he changed the set on friday and his blood glucose was 81 mg/dl. Customer's blood glucose was 116 mg/dl before he ate and then it went up to 559 mg/dl before he manually injected. Customer's legs were hurting and he felt nauseated due to the high blood glucose. Customer treated with a manual injection. Customer had 2 no delivery alarms and customer did a complete set change. Customer has been using a lot of insulin to correct. Customer did not have a tubing clamp and was advised to call back once he receives one to continue troubleshooting. Customer removed the set from his body and stated that the cannula was bent and occluded. Customer mentioned that he woke up with his blood glucose at 250 mg/dl and most recently it was 550 mg/dl. Customer checked his blood glucose before the end of the call and it was 565 mg/dl. Customer stated that he did not change his infusion set again.